Event description:
It was reported that the patient¿s implantable neurostimulator (ins) quit working and the patient stopped feeling stimulation on the thursday prior to the date of this report. It was noted that the patient would usually charge once a month. It was noted that the patient had fallen twice. It was noted that one fall had occurred on the thursday prior to this report and the other on the saturday prior to this report. It was stated that the ins had stopped working before the patient fell.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3887-33, lot# j0337545v, implanted: (B)(6) 2003, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).